Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred due to faulty power switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source had a defective main power switch, disconnection. During evaluation, the following reportable issue was found: power does not turn on (no power supply). There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.